Event description:
It was reported that the parylene coating surrounding the patient's device appeared to be peeling off. The patient had presented for a lead revision.the physician was informed that the coating protects the device and lead from possible pocket abrasion. The physician was comfortable with explanation and left the device implanted.